Manufacturer narrative:
Device received with blank display anomaly due to moisture damage of electronics assembly. Device received with moisture damage noted on motor, vibrator assembly. Device received with cracked retainer, cracked battery tube threads, cracked case corner of belt clip rails, minor scratched display window, missing display window cover, fading serial number label, cracked reservoir tube lip and scratched case. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that insulin pump had cosmetic damage. Blood glucose was 255 mg/dl. Customer reported back op pump case cracked. The insulin pump will be returned for analysis.